Event description:
The complainant reported that during impella cp support for 65-year-old male patient, placement signal issue occurred. The controller displayed 'yellow alarm'. The automated impella controller (aic) was replaced, but the issue persisted. The pump was therefore explanted and the issue was resolved. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.